Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime or compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, device volume test and excessive no delivery test due to prime anomaly. Unit received with missing back address serial number label. Unit received with cracked case at the display window corners, reservoir tube window corner and battery tube threads. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump labeling was missing. The customer¿s blood glucose level was unknown. The customer reported that they took the pump to upload it and replaced the pump due to the label was missing off the back of the pump. The insulin pump will be returned for analysis.